Event description:
It was reported that the drill began smoking and ceased operating during a procedure. The procedure was successfully completed using a backup device. There was no medical intervention required and no procedural delay.

Manufacturer narrative:
The complaint was duplicated at the manufacturer. It was observed that the device has an unauthorized repair using a non-stryker component. The smoking resulted from a failure with a third party asic motor controller.